Manufacturer narrative:
Evaluation summary chip from pentax reported no video image and poor image quality. He stated the customer concern is 'blurry image then image blackout'. There is no reported leak in this scope. It passed both dry and wet leak tests. The physician is requesting a loaner. An alert is added for juvic review. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body discolored, the lg cable connector fluid damage, the segment corroded, the remote control buttons failure, the operation channel resistance, the control body corroded, the electrical connector corroded, the distal body chipped, the lg cable connector corroded, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "blurry image then image blackout" involving pentax medical video gastroscope model eg-2990i, (B)(4). There is no reported leak in this scope. It passed both dry and wet leak tests. The customer owned endoscope was received by pentax medical for evaluation on 22-oct-2021. The endoscopeis pending inspected by pentax medical service repair under service order (B)(4) as of 13-nov-2021. Model eg-2990i, (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.